Event description:
It was reported the patient was currently in the hospital for an infection in their toe. It was noted they did a bone scan on friday and also that the infection is in the patient¿s bone. The patient¿s stimulator is programmed to come on in the morning and go off at night. It was noted they thought they needed to turn stimulation off because the patient was having weird reactions from the stimulator. The patient gets uncomfortable pain and goes into convulsions. It was noted they first heard about this the evening after the bone scan. It was also noted the patient was getting ¿hot spots¿ that they thought may be from the dye left in the bone. The same day it was reported the patient had the scan and is having strange symptoms now, pain in waves and it comes and goes since saturday. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implant battery was no longer working and needed to be replaced. It was noted that the patient needed to have their toe amputated and that needed to heal before having a surgery to replace the battery. It was noted that the patient did not have a replacement surgery scheduled at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140 serial# (B)(4), implanted: 2008-11-03 product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008-, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).